Event description:
It was reported that during a returned order service a constant alarm was occurring. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: device evaluation: the tamper bottom seal broken. Plunger seal intact. Top case corners chipped; bottom case screw post broken. Non-OEM supercap on main board identified. Unable to view ehl due to blank screen with constant alarm. The complaint was confirmed found blank screen with constant alarm at power up. Incomplete update process by customer. Blank screen with constant alarm found caused by incorrect process for software update. Uploaded software from base to head of the pump to solve the reported problem. Updated to software v1.6.5. Performed power up process, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.